Manufacturer narrative:
Concomitant product: product ID 8711, serial # (B)(4), product type catheter. (B)(4).

Event description:
It was reported that the patient's pump was explanted, due to being implanted too shallow. Right after implant the patient started to get an infection and the pump site hurt. The pump started to erode and started to protrude out. The health care provider (hcp) instructed her to just "cut a piece of foam" and cover the site. However, her internist saw the pump and sent her to seattle, where it was explanted. The drug delivered via the device system was unknown. Information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up will be submitted. There was additional information reported regarding a dose increase that was not relevant to this event and therefore was omitted.